Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and liquid contamination was observed on the usb (universal serial bus) port. The liquid contamination found within usb port prevented the customer from charging the reader which lead to the reader not turning on. Visual inspection was performed on the returned usb/charging cable, no issues were observed. No opens or shorts were observed. The returned usb/charging cable successfully passed testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and all results were within the specification. The power adapter voltage was measured to be within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection was performed on the de-cased reader and liquid contamination was observed on pcba( (printed circuit board assembly). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Reader log was unable to be downloaded due to liquid contamination. Issue is not confirmed to use due to liquid contamination found inside the usb port. All pertinent information available to abbott diabetes care has been submitted." "

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and upon attempting to take a comparison reading on the built-in reader, the customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced hypoglycemia, sweating, and a loss of consciousness. Emergency services were called and upon their arrival, an unspecified reading was obtained on a healthcare professional (hcp) meter and the customer received hcp administration of intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and upon attempting to take a comparison reading on the built-in reader, the customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced hypoglycemia, sweating, and a loss of consciousness. Emergency services were called and upon their arrival, an unspecified reading was obtained on a healthcare professional (hcp) meter and the customer received hcp administration of intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.